Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of coil detached, inside the patient. Update to block g1 for manufacturer contact person. Block h10: the returned contour stent ureteral was analyzed, and a visual evaluation noted that the renal coil detached. During magnification, it was observed closely that the renal coil was detached. No other problems with the device were noted. The reported event of coil detached was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed, evidence of renal coil detached, it is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the procedure, affecting the performance of the device. Consequently, affect the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific that a contour ureteral stent was used during a ureteral lithotripsy procedure in the pelvis performed on (B)(6) 2023. During the procedure, the device was damaged. It was noted that after putting it into the patient, it was found that the coil part had quality problems. The procedure was successfully completed with another contour ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific that a contour ureteral stent was used during a ureteral lithotripsy procedure in the pelvis performed on (B)(6) 2023. During the procedure, the device was damaged. It was noted that after putting it into the patient, it was found that the coil part had quality problems. The procedure was successfully completed with another contour ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of coil detached, inside the patient.